Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav 2.0 and external tissue residues on the shuntassistant 2.0 were determined. Permeability test: a permeability test has shown that the progav 2.0 is permeable while the shuntassistant 2.0 has a blackage. Computer controlled test: to determine the opening pressure, the valves are measured with a computer-controlled miethke test device that simulates the flow of the cerebrospinal fluid. The valves are tested in both horizontal and vertical positions. The results show that the progav 2.0 does not operate within the accepted tolerance in the horizontal position. An accelerated outflow of could be determined. Due to the fact that the shuntassistant 2.0 is blocked, it could not be measured on the test bench. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: according to the questionnaire, the shunt was stored dry for few days until it was submerged in liquid in the returnkit. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the shunt system. Based on our investigation results, we can determine a blockage of the shunt system. After separating the individual components, we can determine an accelerated outflow and a non-adjustability at progav 2.0. The shuntassistant 2.0 is clogged. The visible deposits in the valves have led to the functional impairments. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx643t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.